Event description:
It was reported in a service report that there was no bed power. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: power cord - bent prong on power cord.